Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence .customer¿s blood glucose level was 115 mg/dl. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.